Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No alarm was noted for a loose drive support disk. However, the drive support was found loose and tilted. The insulin pump was received with a broken battery cap, a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed during the manual prime. Customer stated that the piston continues to move forward after reservoir contact and insulin was squirting out. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further info reported.